Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the on arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced dizziness, was sick, and was feeling extremely bad. The patient was brought to the hospital by the parent. When a fingerstick was taken the cgm was reading 3.4 mmol/l and the blood glucose reading was 26.0 mmol/l. No treatment was reported, but at the time of the report, which was the same day as the day of the event, the patient was still symptomatic and in the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.